Manufacturer narrative:
Immucor technical support reviewed customer emailed test well image screenshots on 03oct2017 which appeared visually to support the erroneous abo mistype.

Event description:
On 03oct2017, a customer site reported an unexpected negative well result when using anti-a (murine monoclonal) series 1 on a galileo neo instrument, when tested on (B)(6) 2017, which led to an abo mistype.